Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: there was no evidence of data in the black box or history found that related to the reported incident. The pump booted up with no issues. There were no power loss found during investigation. The pump was opened; no defects were found.

Event description:
On (B)(6) 2014, the distributer contacted animas stating there was no power to the pump. There was reportedly no audible or vibratory tones upon battery insertion. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.